Manufacturer narrative:
The insulin pump was received excessive no delivery alarms due to faulty force sensor resistor. Analysis was unable to perform basic occlusion and occlusion test due to excessive no delivery alarms. However, the insulin pump passed the prime and displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported that they experienced high blood glucose of 422 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump was returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2012 high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.